Event description:
Report received of a patient death while the device was in use. It was reported that a patient with an unspecified terminal condition was receiving morphine sulfate via an aim plus pump. The patient expired after the family claimed that the pump over-delivered, citing that there was less medication left in the bag than what should have been there. The bag was thrown away by a family member. The pump is being held by the customer at this time and they will not allow an abbott representative to test the pump or download the history. Attempts to contact the customer for futher event details have been unsuccessful to date.